Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 1/31/2022, it was reported by a facility representative via phone that an ar-3638 knotless fibertak was successfully implanted on a patient during an anterior and posterior labral repair procedure on (B)(6) 2022. On (B)(6) 2028 patient went back to surgeon office and it was found that the ar-3638 knotless fibertak implanted had broken inside the patient. It is unknown what method was used to find the broken device or how device broke. Patient underwent an arthroscopy shoulder removal procedure on (B)(6) 2022. The device was removed and sent to the lab for additional for growth testing. The outcome of the revision surgery is unknown as well as the patient state of health.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 1/31/2022, it was reported by a facility representative via phone that an ar-3638 knotless fibertak was successfully implanted on a patient during an anterior and posterior labral repair procedure on (B)(6) 2022. On (B)(6) 2028 patient went back to surgeon office and it was found that the ar-3638 knotless fibertak implanted had broken inside the patient. It is unknown what method was used to find the broken device or how device broke. Patient underwent an arthroscopy shoulder removal procedure on (B)(6) 2022. The device was removed and sent to the lab for additional for growth testing. The outcome of the revision surgery is unknown as well as the patient state of health.